Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, hard nodules, inflammation nodules and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation and skin irritation: warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events sectionfor details. Adverse events per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjection, possible injection site responses post injection with juvéderm volbella® xc include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the lips and perioral lines as well as juvéderm ultra plus® xc in the mid cheeks. About a month later, the patient returned to clinic after developing inflammation of the upper lip and left marionette that felt like a hard nodule. Patient also had a dental cleaning done the same day symptoms developed. Patient was prescribed cloxacillin and keflex a few days later. The patient had no improvement and the swelling got worse. Patient was then prescribed prednisone 2 days later which reduced the swelling "somewhat." Patient would have "increased swelling in the morning until mid afternoon which would go down substantially by night time." Another 2 days later, the patient was treated with hyaluronidase and there was little improvement after multiple treatments. Patient was also given biaxin and amoxicillin. About a week later, the patient had returned to the clinic and the swelling had appeared to be worse with more hard nodules in the mid cheek. Patient is still "very swollen if not worse" including being very swollen around the eyes. Patient takes reactine daily for seasonal allergies. This is the same event and the same patient reported under MDR ID #3005113652-2017-01095 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® volbella¿ with lidocaine.